Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event and treated with unspecific antibiotics (dose, route, frequency, and duration not reported). On an unreported date, dianeal therapy was discontinued and the patient began hemodialysis. At the time of this report, the patient had not recovered from the event. No additional information is available.